Event description:
It was reported that the patient passed away.

Manufacturer narrative:
B3: the event date is unknown and has been estimated based on a review of the patient's complaint history. E1: reporter phone number (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Although no adverse events were reported, this document lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the death was reported in error; the patient was alive and ongoing on their device.